Event description:
The customer reported that vessel sealing was not completed even though an end tone, indicating a completed seal cycle, was heard. The surgeon felt the effect was heating and not actual sealing. Another device was used with the same result. The procedure was completed with a different type of ligasure device. There was no patient injury. Additional device used in the procedure can be found on MFR. Report #1717344-2010-00689.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.